Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. The following information was requested, but unavailable: what was the piece of the device that fell off of the device and into the patient? Did the active blade break off of the device? Is the tissue pad completely missing from the clamp arm? Does the surgeon activate the device with the jaws closed, with no tissue between the jaws?

Event description:
It was reported that during a unknown procedure, a piece of the device fell off in patient while operating. Piece was visible to surgeon and removed with grasper. The patient was reported to be fine following the procedure.

Manufacturer narrative:
(B)(4). Batch # n93j8x. The device was returned with the tissue pad damaged, melted, not all present and a half portion was returned. In addition, the tissue pad was attached to the clamp arm and not detached as reported by the customer. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what was the piece of the device that fell off of the device and into the patient? Teflon pad. Did the active blade break off of the device? No. Is the tissue pad completely missing from the clamp arm? (See photos attached) no. Does the surgeon activate the device with the jaws closed, with no tissue between the jaws? No. Piece of teflon pad broke off while inside patient. The field was irrigated, suctioned and inspected. Completed with new device.